Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of " wrong movement of elevator wire" was not reproduced, not confirmed. However, device evaluation found the device control section (color ring has a crack). Adhesive on a-rubber (adhesive connection) has a chip. Furthermore, device evaluation found the nozzle was clogged, foreign material observed clogging the nozzle, noted to be attributed to handling , insufficient cleaning issue . Additionally, the following defects were identified during device inspection: adhesive on a-rubber (bending section) has a crack .adhesive on a-rubber has white-clouded area. Main body electrical connector (el-connector) has discoloration due to waterleakage. Switch section (switch2) and image guide (ig) protector has a scratch. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted unknown. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Did not immersed the endoscope in the detergent solution. Brush points (wiped/brushed the air/water nozzle with clean lint free cloths or sponges) noted ¿unknown¿. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns on reprocessing- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " wrong movement of elevator wire". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material could not be specified. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. < inspection of the objective lens cleaning function> when use the air / water valve: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.